Event description:
A home pt's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 3/4 cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt left the clamp open on an unused supply line during therapy. Baxter's technical service center assisted the home pt's family member in ending therapy early. Treatment was discontinued at that time. No pt injury or medical intervention was associated with this incident per the home pt.